Manufacturer narrative:
Twenty one days prior to the receipt of this report, the patient¿s pd catheter was removed. On an unknown date in the same month as the receipt of this report, antibiotic therapy was discontinued. On an unknown date in the same month, the patient was discharged from the hospital and was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting, and diarrhea. The cause of peritonitis was unknown. On the same day, the patient was hospitalized and treated with ceftriaxone (intravenously (IV), dose and frequency not reported) and metronidazole (IV, dose and frequency not reported). Antibiotic treatment was ongoing.ten days after event onset, the patient was switched to hemodialysis and the pd catheter was scheduled to be removed the following day. At the time of this report, the patient was recovering from the event. Additional information is not available.